Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd the following information was provided by the initial reporter: it was reported that when puncturing a blood vessel, the needle got stuck inside the blood vessel and could not be advanced. When the needle was removed to check, the tip of the catheter was slightly frayed. After that, a different placement needle was used.

Manufacturer narrative:
To aid in the investigation of this issue, the affected product was received for evaluation by our quality team. Through examination of the sample, it was possible to observe that the catheter tip was damaged. A device history record review was completed for provided material number 381112 and lot number 4257579. The review did identify records of poor catheter tip performance on the tipper machines which may be related to the reported incident. It is worth noting that adjustments related to the catheter tip to improve catheter tip quality were performed by operators/preparers in the area according to procedures. These adjustments were also highlighted in the device history records. Based on the investigation results, it is probable that the observed damage resulted in the catheter pointing stage in the tipper machine. According to a corrective maintenance order, several adjustments were made in order to mitigate this defect. Corrective actions for damaged catheter tip are being addressed in a current corrective and preventive action plan.

Event description:
No additional information.